Event description:
A customer contacted haemonetic on (B)(6) 2011, to report that the display screen button lights are not lit when activated and that there was a blood spill in the orthopat machine. No donor or operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetic on (B)(6) 2011, to report that the display screen button lights are not lit when activated and that there was a blood spill in the orthopat machine. No donor or operator injury was reported. The device has not been returned; therefore, no eval was performed. A follow up report will be filed upon completion of the investigation. (B)(4).